Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an implanted impella cp pump began to experience ongoing suction issues following implant. The pump was pulled back in an attempt to reposition the device, however the physician was unable to recross the aortic valve. The decision was ultimately made to replace the device due to the noted issue.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of positioning issues most likely was use related due to improper technique since impella was pulled back into aorta during repositioning. Physician was unable to advance impella across av. Low pump flow; data log reviewed, no motor current spike or placement signal issue observed. Low flows observed when pump ran on p7. Suction occurred. Impella position in aorta alarms seen most likely related to repositioning attempts by physician, it looks flow dropped for while and then back to flow range at p2. Drop in flows observed most of impella support period. Patient had mitral valve disease (mvd). The cause of low pump flow most likely was patient condition related due to mitral valve disease.